Manufacturer narrative:
Insulin pump was received with unexpected restart error alarm after battery change and memory lost due to broken solder joint connector on interface board. Device passed displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. No unexpected signal too low error alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device had cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and signal too low alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.